Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with syncope/near syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed occasional dropout beats / undersensing on some stored episodes. Follow up was conducted with the patients listed clinic. The healthcare professional (hcp) at the clinic was able to verify that the patient had not been seen in office since the hospital visit and there was no reprogramming completed at this time. The lead remains in use. No further patient complications have been reported as a result of this event.